Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had insulin flow blocked alarm. The customer's blood glucose was 187 mg/dl. Troubleshoot was performed. The customer stated that their blood glucose was over 500 mg/dl. The customer was advised to revert to the back-up plan. The product was returned for analysis.